Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device screen freezes. No patient impact or consequences were reported.

Event description:
The customer reported the device screen freezes. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. A 10 beep watchdog alarm was triggered after boot up. Due to the failure error, the device cannot take measurements and the screen goes dark while it beeps. The sd card was not received with the returned device. During internal inspection, a short was found between pins 1 and 6 of component u21 on the instrument board. The short causes the voltages in the instrument board to be out of range. The 10 beep watchdog alarm triggers after boot up due to defective component u21 of the instrument board. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.